Manufacturer narrative:
Additional information: h4: the lot was manufactured between august 6-7, 2025. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a em2400 valve set was not fully pulling the drug from port 5. The vial and inlet were replaced. However, the set kept getting an air bubble. There was no patient involvement. No additional information is available.